Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. The customer¿s current blood glucose level was 478 mg/dl at time of incident and current blood glucose level was 42 mg/dl. The customer was treated with manual injection, carbs-milk, sandwich, pump and insulin shots. Customer had trouble with her insulin pump. The customer was experiencing high and low blood glucose and she believes it was not delivering correctly. The customer changed the "pump spot" and it did not work. The customer performed high pressure test to confirm pump can detect an occlusion. The customer was alleging possible pump was under delivering insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump is not expected to be returned for analysis.